Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient was being addressed for an unrelated event, past record sessions revealed an nonsustained oversensing ventricular fibrillation episode late last year that prevented therapy. No resolution was suggested. No further information is available.

Event description:
New information received states the device was explanted. No further information is available.